Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a freestyle libre scan reading of 400 mg/dl, and self-treating with insulin (dose/type unspecified) according to the reading. The customer subsequently developed symptoms of "could not speak properly" and "could not move¿, and self-presented to a pharmacy where she obtained a reading of 38 mg/dl on an unspecified device. The customer¿s friend called the paramedics, and treated the customer with ¿6 sugar bags (almost forced) and 2 fruit pouches¿. The paramedics arrived, and the customer was ¿diagnosed¿ with hypoglycemia and transported to a hospital where she was treated with glucose serum. The customer was hospitalized for an unspecified duration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported receiving a freestyle libre scan reading of 400 mg/dl, and self-treating with insulin (dose/type unspecified) according to the reading. The customer subsequently developed symptoms of "could not speak properly" and "could not move¿, and self-presented to a pharmacy where she obtained a reading of 38 mg/dl on an unspecified device. The customer¿s friend called the paramedics, and treated the customer with ¿6 sugar bags (almost forced) and 2 fruit pouches¿. The paramedics arrived, and the customer was ¿diagnosed¿ with hypoglycemia and transported to a hospital where she was treated with glucose serum. The customer was hospitalized for an unspecified duration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: h4 - device mfg date has been updated based on returned product download. Sensor 0m0006urgr4 has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned and was observed properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 6 (indicating abnormal termination). The sensor state 6 occurred before the complaint. The sensor was de-cased, and the battery was replaced. The sensor was reprogrammed, and the sensors data was extracted. The sensor was not in state 6 when activated. Linearity test was performed, and the results were within specification. The sensor plug was returned, and no whiskers or cracked neck observed. No malfunction or product deficiency was identified.

Event description:
The customer reported receiving a freestyle libre scan reading of 400 mg/dl, and self-treating with insulin (dose/type unspecified) according to the reading. The customer subsequently developed symptoms of "could not speak properly" and "could not move¿, and self-presented to a pharmacy where she obtained a reading of 38 mg/dl on an unspecified device. The customer¿s friend called the paramedics, and treated the customer with ¿6 sugar bags (almost forced) and 2 fruit pouches¿. The paramedics arrived, and the customer was ¿diagnosed¿ with hypoglycemia and transported to a hospital where she was treated with glucose serum. The customer was hospitalized for an unspecified duration. There was no report of death or permanent injury associated with this event.